Event description:
It was reported that the patient presented 3 days post procedure to the hospital with shortness of breath. It was discovered that the lad coronary artery had been damaged from the surgery. The patient developed a fever a had an echocardiogram which showed vegetation on the pacing leads. The entire system was explanted. During the explant procedure, the right atrial lead was unable to be easily removed. A locking stylet was inserted, and a lot of tension was required. A loop was found on the outside with a suture going through the lead and noted the lead was damaged. The patient had bleeding after the extraction while the atrial lead was being removed through the subclavian vein causing a potential tear in the vein. The patient was in stable condition.

Manufacturer narrative:
The reported events were infection, lead unable to be easily removed and ¿the lead was found to have a loop on the outside with a suture going through it¿. The reported event of the lead was found to have a loop on the outside with a suture going through it¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x- ray examination found the outer insulation damaged, the outer coil bent, and one filer of the outer coil stretched/pulled out all are consistent with procedural damage. The cause of the reported event of loop on the outside with a suture going through it was isolated to the damage occurring at the procedure. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.